Event description:
It was reported that there was an electrical reset on the implantable cardioverter defibrillator (ICD). It was noted that prior to the reset the patient had a computed tomography (CT) scan. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the electrical reset alert. Write to locked ram power on reset (por) recorded on (B)(4) 2013.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.